Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the foreign material or its cause could not be identified. It is presumed that the burnt component occurred because a high-energy treatment device was used (laser, radiofrequency, etc.) Without ensuring a sufficient distance from the tip. The event is detectable/preventable by handling the device in accordance with the following IFU: IFU states the detection method in evis lucera gif/cf/pcf type 260 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis lucera gif/cf/pcf type 260 series reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Evis lucera gif/cf/pcf type 260 series operation manual [chapter 4 operation_4.2 using endotherapy accessories]. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material in the nozzle and a burnt distal end cover. There was no patient involvement.